Event description:
It was reported by the rep that the device was used during a radical retropubic prostatectomy. It was reported the operating room materials coordinator claims the surgeon fired the device and it stapled but did not cut. They completed the procedure with another atw35 and it worked fine. There was no consequence to the pt.